Event description:
It was reported that catheter issue occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter was twisted. The procedure was completed with another of the same device. No patient complications were reported.